Manufacturer narrative:
Examination of the returned device confirms the reported event of damage/breakage. A complaint database search was conducted on the provided product codes. The root cause is attributed to product wear out and inadvertent user error. Based on the root cause of product wear out and misuse, corrective action is not needed.

Event description:
Instruments broke during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.